Event description:
Info was received that reported a pt had been hospitalized on the evening of 2005 due to diabetic ketoacidosis. The pts blood glucose at the time of admit was 500 mg/dl with large ketones. The reporter stated the pt awoke with high blood sugar which they could not get to come down despite rotating the insertion sites twice. The device history was reviewed and the pump gave no alerts or alarms. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.